Manufacturer narrative:
Device not returned.

Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate therapy for ventricular rate greater than atrial rate, the patient was believed to be in atrial fibrillation with rapid ventricular rate. The device was reprogrammed. The patient was stable during interrogation.